Manufacturer narrative:
Device received with all operating currents within spec and passed functional testing including the rewind, a21 error test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. No unexpected battery out limit alarm anomalies noted. Device received with corroded battery tube. The p-cap locks into the reservoir compartment properly noted.

Event description:
Information received by medtronic indicated that the insulin pump randomly shuts off and not giving insulin. Customer's parent states battery compartment and/or spring was damaged or corroded. Customer's parent also reported the customer was having ketones. The insulin pump will be returned for analysis.